Event description:
Since beginning use of these gloves, several home health aides have experienced adverse reactions,including rash, itching, and dry hands. One aide in particular experienced a severe reaction requiring emergency room treatment. Her symptoms included swelling of eyes and hands and respiratory distress. Two nurses, and a "sanitarian" experienced stinging hands and watery eyes after handling a sealed box of gloves. One pt receiving care from home health aide has an extensive rash causing stinging and itching on one arm, with no cause found by md. While stocking supply closet with gloves on 4/10/95 a clerk experienced stinging eyes requiring contacts to be removed. The only staff nurse to have actually used the gloves has had problems with itching. On 4/10/95, she had generalized aching and went to md with temperature of 102 degrees. Nothing specific. Was given kenalog and went back to md on 4/11/95 to get blood drawn for tick-borne diseases and other tests. Md was notified o fproblems with gloves at unit. Suggested solutions: cease use of this brand of gloves immediately, and return to MFR for credit.